Event description:
It was reported that the patient had the spectra penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis was implanted. No patient complications were reported.